Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior sur-faces of the returned sample. Some blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0051in-0.0056in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormal-ities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc bladder membrane at approximately 21.6cm from the distal tip. The leak site was consistent with contact from a sharp object; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "pump alarmed helium leakage" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder and this caused the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action is required at this time. This will be monitored for any developing trends.

Event description:
It was reported " after the catheter inserted, and the pump was operated for about an hour. The pump alarmed helium leakage. After multiple attempts to eliminate the problem and restarting the pump, the alarm for helium leakage continued. After discussion, it was decided to replace the catheter. After the replacement, the pump operated normally without any alarms". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported " after the catheter inserted, and the pump was operated for about an hour. The pump alarmed helium leakage. After multiple attempts to eliminate the problem and restarting the pump, the alarm for helium leakage continued. After discussion, it was decided to replace the catheter. After the replacement, the pump operated normally without any alarms". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).